Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing pump malposition, as the pump had turned upside down in the scrotum. The device remained functional, but the surgeon plans to perform a revision procedure to reposition or replace the pump if necessary. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing pump malposition, as the pump had turned upside down in the scrotum, but the device remained functional. The patient was later able to reposition the pump himself into an accessible position, and he is now operating the pump effectively, avoiding the need for additional surgery. No further patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4).